Manufacturer narrative:
The device was not returned to any of olympus locations. According to the information provided by the (B)(4) representative, the device was repaired on april 1, 2021 due to a scope communication error that was not a reportable malfunction, and the insertion tube was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by phone that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. According to the user, the microbiological testing is done once and the user facility seems to have another endoscope with the same issue. In addition, the user reported that the bacteria present on the device may be associated with patient with the same bacteria but are uncertain. An olympus (B)(4) representative advised the user to perform the microbiological testing again on the device and requested the user to notify (B)(4) when returning the device if it tested positive three times. Other detailed information such as patient infection and reprocessing method was not provided. There was no report of infection associated with this report at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the olympus (B)(4) representative, the user returned the device to (B)(4) due to a communication error, and (B)(4) worked on repairing the device. During the repair inspection, the communication error reported by the user was not reproduced and a leakage from the biopsy channel was confirmed. The user then telephoned (B)(4) to report that the device tested positive for unspecified microbes. After the device was repaired and the insertion tube was replaced, the device was returned to the user facility. The (B)(4) representative informed the user to reprocess and perform culture tests up to three times, and if the result of culture test is still positive, contact (B)(4) for repair. (B)(4) made conscientious efforts, but was not able to obtain information about the reprocess method and a result of microbiological testing from the user facility. Olympus medical systems corp. (Omsc) could not confirm whether the reported event was reproduced because the user facility did not provide detailed information about the reported event and did not return the device to olympus. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc and the user facility did not provide detailed information. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference between the reprocessing method implemented by the user facility and recommended in the instruction manual, and cleaning was insufficient. Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.